Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2016-00387.

Event description:
During preparation for a thrombectomy procedure, after removing two penumbra system ace 64 reperfusion catheters (ace 64) from their dispenser hoops, the hospital noticed that they were cracked at the transition from the hub to the catheters. The cracked ace 64 devices were found prior to use and were not used for the procedure. The procedure was successfully completed using a new ace 64.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 1. Unique identifier. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Narrative/corrected data. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1. 3005168196-2016-00387.